Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. Two days prior to the event onset, the patient was hospitalized due to another indication. The same day as the event onset, the patient was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day, discontinued after seven days) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued after seven days) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the events. Seven days after the event onset, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis(ongoing). No additional information is available.